Event description:
It was reported that (1) device was used during a vertical gastroplasty. It was reported by the affiliate that the tct75 stapler locked out during the case. Another instrument was used to complete the case. There was no consequence to the pt.